Manufacturer narrative:
The lens remains implanted; therefore, it is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that yag was performed to address a slight lens vault/myopic drift that was noted 1 month post iol implant. Additional information has been requested, but has not been received.